Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Other bwi products were also used during the procedure: decanav¿ catheter, soundstar® 3-d ultrasound catheter and carto® 3 mapping system. (B)(4).

Event description:
It was reported that a patient was admitted for a ventricular tachycardia (vt) ablation procedure. Previously the patient suffered vt storm and dilated cardiomyopathy. The ejection fraction value was low. The patient was under general anesthesia. A transseptal puncture was performed. After approximately 2 hours into the case, it was noticed that the patient¿s blood pressure was low. The physician continued the procedure for approximately one more hour. After the procedure the patient¿s hemoglobin level was low (= 5), thus the physician thought that the patient suffered from bleeding. Very small pericardial effusion was noticed at the beginning of the case and the blood was drained at the end of the procedure. The patient died. The probable cause of death is attributed to heart pump failure / cardiogenic shock. At present the bwi devices are not suspected to be a contributory cause of the patient death.